Manufacturer narrative:
Correction to event date, b5, and codes. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that on the way to their clinic appointment, the patient experienced an alarm on system controller and they felt dizzy. The patient was sitting up in the seat of the car while her husband was driving and was not doing anything unusual. The patient reclined the seat which helped alleviate symptoms and the alarm resolved. When the patient arrived at clinic appointment, the system controller clock was updated to reflect the current date and time. A left ventricular assist device (lvad) fault with a pump stop lasting for 7 seconds was noted upon device interrogation. No additional alarms occurred. The patient was adequately anticoagulated with an inr of 2.1 and blood pressure was within normal range with a mean arterial pressure (map) of 77. The patient was taken from her clinic appointment to the emergency room and was admitted to the hospital for imaging studies, anticoagulation, and monitoring. She had lower extremity venous doppler studies completed which were normal and not indicative of any superficial vein thrombus. A head CT was performed to rule out stroke and no acute intracranial abnormalities were found. An echocardiogram with saline contrast showed no shunting of blood between her atria. Her inr goal has been increased to 2.5 ¿ 3.5 and inr was 2.22 while on a heparin infusion. She has not had any alarms and has been asymptomatic since the event. Per log file analysis, it appeared the pump stop on (B)(6) 2025 at 11:33:05 was suspected to be caused by ingestion. The no external power event on (B)(6) 2025 appeared to have been caused by the patient. The pump restarted at 12:51:14, the pump appeared to function as intended. The controller clock was off by one hour due to daylight savings. Additionally, they submitted log files that were collected on (B)(6) 2025 but the dates on these log files says (B)(6) 2025. After further investigation, the date and time were set incorrectly on the heartmate touch and were corrected after log files were collected and patient departure. Patient has had no alarms since the event and felt well.

Event description:
It was reported that log files were submitted for review. The patient reported alarm on system controller and they felt dizzy. The patient reclined the seat which helped alleviate symptoms and the alarm resolved. When the patient arrived at clinic appointment, the system controller clock was updated to reflect the current date and time. They also noted an left ventricular assist device (lvad) fault with a pump stop lasting for 7 seconds. No additional alarms occurred. The patient was sitting up in the seat of the car while her husband was driving and was not doing anything unusual. The patient was adequately anticoagulated with an inr of 2.1 and blood pressure was within normal range with a mean arterial pressure (map) of 77. It appeared that there was one isolated low flow flag on 13nov2025 at 23:19 which did not persist long enough to trigger a low flow alarm. They also noted debris on the external section of the inline connector and concern for corrosion in the internal to the inline connector. Additionally, it appeared the pump stop on 20nov2025 at 11:33:05 was suspected to be caused by ingestion. The no external power event on 19nov2025 appeared to have been caused by the patient. The pump restarted at 12:51:14, the pump appeared to function as intended

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 modular cable, lot number 8446898, were reported or identified through this evaluation. The modular cable was not returned for evaluation. The report of debris and corrosion was mistakenly added to this event and will be investigated and reported under MFR. Report # 2916596-2025-07680. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device related issues were reported, the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU also explains how to properly take care and maintain the integrity of the equipment. No further information was provided. The manufacturer is closing the file on this event.